Event description:
It was reported during preventive maintenance that the cardiosave intra aortic balloon pump (iabp)'s had a failure of the fill manifold test due to regulator/valve malfunction resulted in the device being unsafe until parts were replaced. Suggested to replace new spare parts. Unit is not safe to use.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b5, d8, d9, e1 (initila rep name, email), e2, e3, e4, g2, h3, h6 (type of investigation, investigation findings, ealth effect ¿ impact codes, investigation conclusions). After installing a new helium pressure regulator (0103-00-0442) and valve,300 psi check (0103-00-0634) all tests passed and the unit returned to normal clinical use. No patient was involved, and no adverse events occurred. Awaiting RMA details and return authorization guidance for the defective components.the following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 2 apr 2026. The failure analysis and testing dept. Received part number 0103-00-0634 and 0103-00-0442 with a reported unit failure of the fill manifold test. The fat performed a visual inspection and found pn 0103-00-0634 to be damaged. See attachment. Possible cause is service issue when the part was removed. No failure confirmed on pn 0103-00-0442. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Av.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fill manifoldtest failed. No harm.